Manufacturer narrative:
Concomitant medical products - model: linq implantable cardiac monitor (icm), unknown model number; implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had developed a lead fracture and impedance issues which resulted in "multiple unnecessary shocks." The current status of the lead is unknown. No further patient complications have been reported as a result of this event.